Event description:
An attorney reported that a pt was using quad cane to help her rise from chair when the cane snapped, causing her to fall. Pt allegedly suffered fractured spine and subsequently expired. Evaluation of the cane has not yet been permitted.